Manufacturer narrative:
Initially, a ventilator was reported to have had an alleged ventilator inoperative condition. The device was received by the manufacturer for evaluation and "service required" conditions were confirmed. The device's power management pca and sensor pca were replaced to address the issues. The device's internal battery was replaced due to a cell imbalance. The device's active exhalation control module was replaced due to a failed test step.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.